Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Surgeon was inserting a 2.4 cortical screw in the proximal hole of a distal radius plate and popped the head off the screw. Saw the head of the screw still attached to the screwdriver.